Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a battery defect in that the battery was charging too slowly. No pt involvement.